Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket sites due to ipg position. The patient underwent a revision procedure wherein both ipgs were replaced. No device malfunction was suspected. The patient was doing well postoperatively.